Event description:
When the surgeon attempted to pull the delivery catheter down through the device it was getting hung up in the barbs. The surgeon tried several maneuvers, including releasing the wheel, pushing the delivery catheter back up and then pulling it back down, but every time it was catching at the suprarenal fixation barbs causing the whole aortic graft to pull down and on mag fluoro one could see one of the barbs definitely bent in the neck of the aneurysm. It was unknown if it was bent outside or inside. A reliant balloon was used to stabilize the graft while attempting again to pull the delivery catheter out. The case was moved to open procedure to remove device. Visual examination revealed that one of the barbs had indeed been caught by the delivery catheter and completely twisted around the delivery catheter, making a loop completely around the catheter. The physician had to cut off the end of the delivery catheter as it stuck out of the top of the graft in order to remove the delivery catheter. This was done after actually dividing the barb that was completely bent in a circle around the delivery catheter. Once the device was freed from the catheter, the catheter was pulled out of the right groin. The remainder of the device itself was removed by opening each iliac artery and pulling the iliac limbs out. An 18 tube graft was used to repair the aneurysm.